Event description:
It was reported that a pump alarms for system error 322. The customer has stated that there was no pt injury and no other info can be provided.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval confirmed a system error 322 caused by a failed upper latch switch. The upper latch switch was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.